Event description:
It was reported that during pump replacement for normal battery depletion, catheter aspiration was attempted without success. They were unable to withdraw cerebrospinal fluid from the catheter. It was indicated that using fluoroscopy and "isovue" it was determined that the catheter was epidural. The catheter was replaced along with the pump. The patient status was noted as "alive- no injury/no adverse event." The patient was hospitalized. The patient was kept overnight since 9mg of morphine was bolused through the catheter. There were no patient symptoms/injuries related to this event. The pump was delivering morphine and clonidine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly.the pump passed all non-destructive testing. Analysis of the catheter body revealed dark residue occlusion in two of the dispensing holes of segment 2.the catheter was occluded but was able to break loose. The segment was inspected under the scope and a hole was noticed. The appearance of the hole indicated it may have been done during refill or when trying to aspirate the catheter for csf flow.it was indicated that the catheter body hole was user related. A deformed shape was also noticed at the proximal end of segment 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).